Event description:
Cpi rec'd info that this lead was capped due to inappropriate shocks and lead fractures. Fracture of implantable cardioverter defibrillator sensing lead, manifested by inappropriate implantable cardioverter defibrillator discharge.